Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient presented to the ER with intermittent lightheadedness. Interrogation revealed noise on the ra lead with intermittent over and undersensing with pacing inhibition. The lead was capped. Should additional information become available this file will be updated.